Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip detaching from one leaflet and increased mitral regurgitation. It was reported that the initial mitraclip procedure was performed on (B)(6) 2021, to treat mixed mitral regurgitation (mr) with a grade of 4. Two clips were implanted reducing mr to a grade of 2. On a later date the patient returned with the mr increased to a grade of 4, echo showed one clip might have detached from one leaflet (single leaflet device attachment (slda)) however transesophageal echocardiography (tee) could not be performed to confirm. A second procedure is scheduled for a later date. No additional information was provided.

Event description:
Subsequent to the initially filed medwatch report, additional information was received. Both clips were confirmed to be stable on the leaflets, and there was no single leaflet device attachment (slda) noted. The increase in mitral regurgitation (mr) was due to disease progression from an increased dilation of annulus and there was no leaflet or chordal damage.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported recurrent mitral regurgitation (mr) was due to patient condition. Mr is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no treatment was provided for the recurrent mr. There is no indication of a product issue with respect to manufacture, design, or labeling. H6, code 2507 removed.